Event description:
It was reported that a user who is sensitive to insulin experienced recurrent nocturnal hypoglycemia while using the ilet and discontinued use after gaining approximately 25 pounds; the user requested evaluation of the ilet and discussed a possible replacement. Symptoms included low blood glucose events, including an episode requiring intranasal glucagon use on one night, and otherwise treated with oral glucose; the device alerted for low glucose. Outcomes included transient hypoglycemia without need for outside assistance or medical intervention, no hospitalization, and resolution with oral carbohydrate. Investigation included complaint intake, product technical review, and user education and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no confirmed device malfunction identified and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.